Manufacturer narrative:
Sjm has limits information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pocket heating at the ipg site with stimulation on. The heating diminishes when the stimulation is off. It was further reported a few of the contacts had low impedance. New programs were give. X-rays were normal. Follow-up identified reprogramming resolved the heating issue.